Manufacturer narrative:
Patient information was unavailable from the site. A medtronic field representative was onsite with this event occurred, it is suspected that the issue was caused by the reference frame being moved during surgery. No parts were returned to manufacturer for analysis. No further issues were reported.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon felt navigation inaccuracy, possibly caused by the reference frame being moved. This resulted in one out of four screws being misplaced, however, the surgeon decided that a revision of the misplaced screw was not required. There was no reported delay to the procedure due to this issue.